Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the atrial fibrillation procedure, the patient underwent vagal and needed to be paced, but pacing could not be applied. However, the IFU states "the ep-4 is not a life support device and there must be a backup temporary external pacemaker available¿ and "built-in emergency stimulation functionality for the purpose of immediate interim pacing in the event the device ceases to operate as specified or, in the presence of life-threatening bradycardia or asystole, until temporary external pacing can be established". The vagal response resolved on its own. There were no adverse consequences to the patient, but the issue occurred at a critical time. The workmate claris amplifier would also sporadically disconnect from the system. The issues were resolved by powering down everything (dws, amplifier, stimulator, and touchscreen) and rebooting everything again in the correct order. The procedure was completed with no adverse consequences to the patient.